Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call on (B)(6) 2018 that the batteries died and insulin pump had a blank display. Customer also reported issues with battery longevity, and problems with insulin delivery. Trouble shooting occurred to try and fix the problem. Display came back but issue of insulin delivery remains unresolved. Blood glucose level at the time of incident was 500mg/dl and treated with manual injection insulin pen and insulin pump. Product will not be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to verify unexpected low battery alarm, battery out limit alarm, off no power alarm and perform all functional testing including the operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display.